Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 7p51-74 that has a similar product distributed in the us, list number 7p51-21/-31with 510k/PMA/bla number k170317.

Event description:
The customer reported false positive alinity I total b-hcg and provided the following data sample ID (B)(6), initial b-hcg level was 48.7 miu/ml (positive), retest results were <1.1 miu/ml (negative) & <1.1 miu/ml (negative). Upon sample review, it was noted that the sample had fibrin. Patient information: 49-year-old female who is not pregnant. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.